Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, bruxism, immediate implantation, bone resorption, peri-implantitis, mobility. Patient tought crown was loose, but in fact the whole implant was loose.